Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video and a photograph of the impacted set were provided. Visual inspection observed an external fluid leak from the connection of the filter dialysate port with the support plate. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m100 set, a fluid leak was observed between the dialysate port and the support plate. There was no patient involvement. No additional information is available.